Manufacturer narrative:
Ten reciproc files r258/100 25mm 025 were returned (one file in loose batch #1908629 and nine unused files batch #1908628). The file in loose has no damage and no sign of use. Involved instruments broken during use were not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1908628 and #1908629). No unused file batch #1908629 is available for evaluation. Unused files batch #1908628 were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc files 6x file broke during use. The broken part remains in the root canal. Further information requested.